Event description:
Boston scientific received information that this lead dislodged two times and was successfully repositioned. It as noted there was a slight increase in threshold measurements for approximately five minutes that then resolved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.